Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Additionally, the device exhibited premature battery depletion. The patient is dependent on therapy. Technical services recommended device replacement. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.